Manufacturer narrative:
The erbe generator was analyzed and found that the bipolar port 2 is not functional could not be reproduced on erbe connected to system. Remotefe no error related to reported failure. Upon visual inspection, the unit has no significant scratches or dents. The front bezel is in decent condition. The unit was installed onto a golden system and functioned as expected. As a result of these findings the unit will be returned to OEM for additional failure analysis. The complaint was not confirmed based on failure analysis. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of system log report was performed. Per the review, the following was confirmed: system serial # - (B)(6), event date - 1/29/2025, console surgeon and procedure name sacrocolpopexy w/ hysterectomy. Device history record (DHR) review-DHR review for the device(s) involved with the reported event was not possible and/or not required by isi at the time of complaint closure. The probable root cause in this case is attributed to the erbe generator and this issue was resolved by replacing the erbe generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replace the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the head nurse reported to field service engineer (fse) they are facing issues with their integrated electrosurgical unit (iesu). The 2nd bipolar was functioning intermittently. The customer tried to use another cable and another instrument but same issue. They managed to finish the surgery using the e-100 and they will do the surgery like this until repair. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was checked when it was powered on. The procedure was completed with the robot as planned.